Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: during the investigation, no battery life issue was observed in the black box. The battery cap was not returned. No moisture/corrosion was observed in the battery compartment. A test battery cap was able to attach to the pump and power it on. Current draws were measured within specifications. A battery life issue was not duplicated during testing. A ¿low battery¿ warning, and a ¿replace battery¿ alarm were both reproduced for the investigation. Both alarms occurred at the correct voltage thresholds, and were accurately recorded in pump history. The pump¿s cover was removed, and no evidence of moisture or loose components were observed inside the pump. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the bumper pad. The display screen was found to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.